Manufacturer narrative:
(B)(6). A product investigation was completed: a portion of approximately 12 mm on the tip is broken off; the broken off portion is also available. The regular twist on the remaining shaft as well as on the broken off part was distorted on the entire length. There are visible wear and marks on the remaining side edges. Because of the damage only the drill bit diameter can be checked to print specifications referring to technical drawing and using caliper and found to meet the specifications. The device history record review shows that the devices met the specifications at the time of manufacturing and distributing. The correct material of stainless steel ((B)(4)) per specification was used and the hardness met the requirements. The existing damage as well as the marks on the side edges point to the fact that the drill bit was subjected to mechanical overloading. The distortion of the regular twist was caused during a mechanical overloading situation. The drill bit got seized during drilling and the subsequent torsional forces led the regular twist to wind off with following breakage of the tip. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: manufacturing location: (B)(4). Manufacturing date: 05 august 2016. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported device was used in surgery for distal humeral fracture on (B)(6) 2017. The surgeon drilled for fixation while he kept reduction position. However, he realized a drill bit was broken. Fortunately, the broken drill bit was outside the body so he used another drill bit and finished surgery. There is no information available about patient and surgical outcome. No other medical intervention was required. There was no surgical prolongation reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).